Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The universal seal accessory was analyzed and was found to have the seal broken at the luer fitting. The broken piece was returned with the instrument. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal threads on the inside of the insulation tube were breaking off during cases. The procedure was completed with no reported injury.

Manufacturer narrative:
An additional review of this reported event was performed. The breakage of the seal that was confirmed by failure analysis is on a part that is outside of the patient's anatomy. As a result, there is no risk of a fragment falling inside of the patient.

Event description:
Refer to h11 for follow-up information.